Event description:
It was reported that during a gastric bypass procedure, the max button did not work. They got a new one to complete. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 5/2/08. Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional, hand activation assembly worked properply. There were no anomalies noted with the functionally of the device. It could not be determined why the device properly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.